Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity in 2019 had been three years. The patient recently experienced dizziness and an electrocardiogram showed what appeared to be intermittent pacemaker function. Upon interrogation, it was discovered that the pacemaker battery had depleted the pacemaker was explanted and returned to boston scientific. Device analysis is in progress. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity in 2019 had been three years. The patient recently experienced dizziness and an electrocardiogram showed what appeared to be intermittent pacemaker function. Upon interrogation, it was discovered that the pacemaker battery had depleted the pacemaker was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.